Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to collect the ECG strips for the reported occurrence. These were forwarded to philips product support engineering (pse) for evaluation. Alarm logs from the central station, alarm review and status report from the monitor were not provided despite several attempts to obtain these logs as well. The evaluation of the ECG strips revealed numerous artifacts, the notations "a" and "?" Above the waveform, as well as an "ECG lead off" inop at the reported point in time, which are generally caused by problems with the ECG electrodes and/or cables and potential movement artifacts. It is likely that during the reported time frame a "cannot analyze ECG" was displayed on the monitor. The markings "a" (artifact (noisy episode) ) and the "?" (Insufficient information to classify beats) indicate that the monitor was not able to detect any alarm condition reliably. The notation "lead off" on the ECG strip at the time in question shows that the la and c1 leads were off, indicating that some of the other electrodes were still connected to the patient and were able to derive the ECG signal. It is possible for lead ii to still measure the ECG signal with leads la and c1 off, as was the case here, provided that all other leads derive a strong ECG signal. However, this was not the case, as the markings "a" and "?" Indicate. The ECG was not measured adequately, as numerous artifacts and the "lead off" inops indicate. During an inop condition, no physiological alarms can be generated the instructions for use (IFU) provide the following information in the chapter "alarms": "inops are technical alarms, they indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection (for example, leads off), the monitor places a question mark in place of the measurement numeric and an audible indicator tone will be sounded". The investigation results were provided to the customer with a letter. The product remains at the customer site. Based on the evaluation of the ECG strips, no trouble was found with the device. The reported issue is most likely due to problems with the ECG electrodes/ cables and movement artifacts. However, as the alarm logs from the central station, alarm review and status report from the monitor were not provided despite several attempts to obtain these logs as well, a malfunction of the device cannot be ruled out. No further investigation or action is warranted.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to collect the ECG strips for the reported occurrence. These were forwarded to philips product support engineering (pse) for evaluation. Alarm logs from the central station, alarm review and status report from the monitor were not provided despite several attempts to obtain these logs as well. The evaluation of the ECG strips revealed numerous artifacts as well as "ECG leads off" inops at the reported point in time, which likely were caused by problems with the ECG electrodes and/or cables and potential movement artifacts. During an "ECG leads off" inop, no physiological alarm can be generated. The instructions for use (IFU) provide the following information in the chapter "alarms": based on the evaluation of the ECG strips, no trouble was found with the device. The reported issue is most likely due to problems with the ECG electrodes/ cables and movement artifacts. However, as the alarm logs from the central station, alarm review and status report from the monitor were not provided despite several attempts to obtain these logs as well a malfunction of the device cannot be ruled out. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported that "on (B)(6) 2017 at 17:41, the monitor did not alarm for a patient with ventricular fibrillation (vf) and ventricular tachycardia (vt). The nurse saw the vf / vt directly on the monitor and the patient was shocked with a defibrillator". The device was used for monitoring at the time of the alleged malfunction. The male patient in bed number inter 6 with ventricular fibrillation and ventricular tachycardia was shocked with a defibrillator. Age, height, and weight as well as the current status of the patient were not provided by the customer.